Event description:
It was reported that after implantation of left ventricular (lv) lead, twitching and diaphragmatic stimulation occurred. X-ray confirmed that the tip of the lead was dislodged by one to two centimeters. The lv was removed and re-inserted. It was also reported that there is a problem with lv fixation. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.